Event description:
It was reported that the customer had been experiencing unexpected high blood glucose levels a few times. The customer stated that changing her infusion set solved the issue but that she was now running low on supplies. The customer's most recent blood glucose was 167 mg/dl. The customer was inquiring about receiving infusion set replacements. Advised customer that we could replace the infusion sets for her. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.